Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/08/2025, it was reported that the user¿s blood glucose (bg) increased from 250 mg/dl to 321 mg/dl over 90 minutes. Device logs showed a dinner meal announcement followed by a low bg earlier that evening, which the user corrected with a large amount of carbohydrates. The user clarified that those carbs were part of their meal. After bg continued rising, the agent advised a supply change. The user completed the supply change successfully, and insulin delivery resumed. Follow-up confirmed bg trending down from 318 mg/dl to 297 mg/dl. No external assistance or medical intervention occurred.